Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Prime alarm alarmed during the prime test due to a faulty force sensor. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was unknown. The caller stated that the insulin pump alarmed during the manual prime process, and it was stuck on the prime loop mode. The customer also stated that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.